Event description:
It was reported an intra-aortic balloon pump was alarming "insufficient vacuum, bad diaphragm" after approx 24 hours of counterpulsation. The diaphragm was changed. However, the pump alarmed a second time and the pt was transferred to another intra-aortic balloon pump without incident. There were no pt complications involved. The bio-med dept at the user facility evaluated the balloon pump and revealed a problem with a component on the interface board. The component was replaced and the pump functioned as intended. The operating manual outlines the procedure for locating the possible causes for a "insufficient vacuum, bad diaphragm" alarm.